Event description:
Patient brought into the operating room. With assist on the opposite side of the table, the patient slid onto the operating room table. Attached to the upper side of the table was a (B)(4) beach chair shoulder positioner. Patient was asked to slide up towards the head of the bed. Immediately the shoulder positioner broke with the patient landing on the floor with notable contusion left scapula. No loc. Patient complained of pain only over the left scapula. The surgeon was summoned immediately, arrived promptly. The surgeon spoke with the patient and did an exam. (B)(6) notified, and responded within an hour. Patient was able to undergo scheduled surgery without incident.